Manufacturer narrative:
Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to confirm the reported issue. Connections were checked and multiple test runs and extended test runs never failed. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Serial read out has been provided for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump displayed an error message during procedure. There was no report of patient injury.

Manufacturer narrative:
A serial read out of the pump memory has been provided to livanova deutschland for further investigation. During the evaluation the reported issue could be confirmed at the day of occurrence. After a bubble alarm, which has stopped the pump, the user switched off/on the pump without stopping to hand crank. This sequence of event has caused the reported error message. There were no hardware- or software alarms filed which have stopped the pump. The pump has worked as intended. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
See initial.